Event description:
It was reported that site is using a nim that will not pass its electrode check. Upon plugging in the patient simulator, the electrode check passed normally. Adjusting the tube allowed the electrode check would pass intermittently. The site already attempted to replace both the tube and the ground electrode. They changed from a 7.0 mm tube to an 8.0 mm tube. The electrode check does not pass but it will stimulate. Even threshold is on but not causing the issues. They used the mini screen attached to a metal pole. When they touch the patient interface it made very excessive noise as if alot of metal touched it ( its a mix between static and like metal clanging). There was no patient injury.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.